Event description:
During a dialysis treatment, there was excess weight removal. The treatment was terminated prematurely because the pt was taken to the emergency room. Replacement fluid was administered.